Manufacturer narrative:
(B)(4). Device evaluated by MFR. The returned product consisted of a nc emerge balloon catheter. There was contrast and blood in the inflation lumen and the balloon was loosely folded. The balloon, proximal bond and markerbands were examined. Magnified inspection revealed a pinhole and scratch on the distal end of the proximal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the pinhole. There were numerous kinks throughout the catheter. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed (B)(6) 2018. It was reported that crossing difficulties were encountered. The 70% stenosed target lesion was located in the severely tortuous and severely calcified mid-distal right coronary artery. A 3.00 x 20mm nc emerge balloon catheter was advanced but failed to cross. It was reattempted to cross multiple times but failed due to calcification and angulation. The procedure was completed with a different device. There were no patient complications and the patient's status was fine. However, returned device analysis revealed a pinhole in the balloon.